Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After drain placement, the patient was sent to recovery. The tube was noted to be disconnected from the hub (this report). Prior to placing a second drain, the user pulled on its hub to check the connection security, and it separated (MFR# 820334-2017-02659). Three other devices were then checked for security, and the hubs also detached (MFR# 1820334-2015-00828). Aside from the additional procedure, there were no further injuries to the patient.